Event description:
During routine use the unit would stop functioning. During inspection of the unit by certified biomedical technician, it was found the power cable between the battery and the power converter/charger burned and carbonized. Medcart, amico. FDA safety report ID # (B)(4).